Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the left common femoral artery after an unspecified procedure. Reportedly, the device failed to close the artery. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device indicated the pusher block was not completely deployed to push the clip off the carrier tube. The clip tines were bent, indicating there was strong resistance during clip deployment. The vessel locator wings were fully collapsed and there were no striking marks to suggest that the clip struck any components of the delivery tubeset during deployment. During lab testing, the device was disassembled and coagulated blood was found that bonded the blocks, preventing the pusher block from pushing the clip off the carrier tube when removing the device. After the device was cleaned and re-assembled, the pusher block could be deployed completely. Based on the investigation findings, the probable root cause for the failure to deploy the pusher block, resulting in the clip not being pushed off the carrier tube, is resistance created by scarred tissue. This is consistent with the reported anatomical condition. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.